Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately tortuous and moderately calcified lesion in the mid obtuse marginal which had 99% lesion stenosis using a resolute integrity drug eluting stent. The vessel diameter was 2.5 mm and the lesion length was 26 mm. There was no damages noted to packaging, that is, shelf carton, hoop/tray. There were no issues noted when removing device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent did not cross the lesion, it was pulled from the body and inspected. Physician then discovered a stent strut protruding and chose to use a different stent. There was no injury to the patient or clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: numerous kinks were apparent along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th, 20th and 21st stent wraps, with struts raised and overlapping. If information is provided in the future, a supplemental report will be issued.